Event description:
The patient reported that when trying to restart insulin pump therapy, the pump would not power on. The patient reported that he tried three different batteries and the pump would not power on. The patient confirmed that the battery compartment and cap were intact and battery cap was secure.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: visual inspection revealed that the battery compartment is cracked. The batter cap was found to be intact and secured properly to the pump. The pump powers on appropriately to the verification screen with functional auditory and vibratory alarms. A review of the pump history shows the pump was last used on (B)(6) 2011; several reboots were observed in the history following this date with a "replace battery" alarm, and several reboots due to a dead battery. The pump was exercised for 24 hours with no power issues occurring. The complaint could not be duplicated during testing.